Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error, no delivery, low battery, and low reservoir. The battery cap threads were cracked. The drive support cap was sticking out. Customer's blood glucose level was 97 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched display window, missing end cap sticker and bleeding lcd glass. Drive support disk was inspected and no anomaly was noted. The insulin pump passed the operating currents measurement, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm, excessive no delivery alarm, low reservoir alarm noted, however moisture damage found on the motor.